Manufacturer narrative:
Investigation is underway.

Event description:
As reported through progress cap clinical study, regarding an implant of a 23mm sapien 3 ultra resilia valve in the aortic position. The valve was positioned onto the 23mm commander delivery system balloon with the distal valve positioning marker just inside the edge of the valve. Valve was aligned on delivery system without issues. As the delivery system was advanced over the aortic arch, it was noted that the valve was past the distal marker on imaging. No root cause to the valve position. Coaxial imaging was performed during alignment. Unknown if the delivery system was locked. Valve moving on the balloon was not observed. Due to the position of the valve on the delivery system. The delivery system and valve were pulled back to the 14f esheath plus. Withdrawal difficulties were encountered and the crimped valve was unable to be re sheathed. The valve dislodged from the delivery system. A 7f 45 cm non edwards sheath was placed in the contralateral femoral artery. A 260 mm glidewire advantage was inserted and advanced to the right femoral artery. A 10 mm by 40 mm non edwards balloon was advanced over the glidewire advantage and inflated to occlude flow to the right femoral artery. The esheath plus and delivery system were removed intact. Cardiovascular surgeon performed a cutdown and removed the crimped valve intact. The valve was damaged during the removal process. A second 14f esheath plus, 23mm commander delivery system, and 23mm sapien 3 ultra resilia valve were prepared per IFU. The second valve was successfully implanted with no incidents/complications. An angiogram of the right femoral artery demonstrated a perforation likely cause by the withdrawal difficulties. An 8 mm by 39 mm viabahn stent was deployed in the right femoral artery. Per field clinical specialist, there were complications with the stent not relating to the edwards devices that required additional interventions. The patient was in stable condition and transferred to the cardiac unit.